Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance of the rv pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) alert triggered for noise signals in the electrogram. A right ventricular (rv) lead fracture was suspected. The device was reprogrammed and the rv lead was partially out of service with only the brady function in use. The physician later decided to use the left ventricular (lv) lead for pacing/sensing and kept the rv lead for high power therapy. The rv lead remains partially in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.